Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient's system stimulation became ineffective in managing the patient's pain due to the ipg becoming inoperable. During the patient's surgery on (B)(6) 2014 to replace the ipg, it was noted the patient's extension was broken (reference MFR report #1627487-2014-02855). The physician elected to abandon the procedure without replacing the ipg and pursue further surgical intervention to address the issue at a later date.